Event description:
It was that the ipg was shutting down unexpectedly and patient experienced ineffective therapy. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated. It was reported that the patient's ipg was shutting down unexpectedly and patient experienced ineffective therapy. Surgical intervention may take place at a later date to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.